Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. The device was not returned for analysis. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a consumer reported glare, blinking flecks, eye pain, discomfort, dizziness and headache. The consumer reported being treated with hypromellose topical drops which helped symptoms but still experiencing them.